Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause is undetermined.

Event description:
It was reported that unspecified bd¿ catheter is kinking. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the IV catheters are not threading how they have in the past; the plastic buckles. Staff has noticed a packaging change and with it the IV catheters are not threading how they always have, the plastic buckles. These are experienced rn¿s and crna¿s that have never had issues before but since the package changed, they said the product is different.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheter is kinking. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that the IV catheters are not threading how they have in the past; the plastic buckles. Staff has noticed a packaging change and with it the IV catheters are not threading how they always have, the plastic buckles. These are experienced rn¿s and crna¿s that have never had issues before but since the package changed, they said the product is different.